Event description:
It was reported by the pmi group that a patient underwent a shoulder revision approximately eight (8) years post-implantation to receive a pmi device due to significant bone loss/erosion and pain. It was also noted that the patient has rheumatoid arthritis with the large degree of wear and bone/joint disease. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: exact implant date unknown - 2015. G2: foreign - event occurred in the UK. H6: proposed component code - mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.